Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts off was confirmed. The unit abruptly shuts off when not connected to ac power. The root cause of the failure was identified as an internal failure within the lithium-ion battery. A history review of serial number dybnac043 showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (dybnac043) is: confirmed, root cause was identified as a failure on the lithium-ion battery. (Reference: MDR number 3006260740-2019-01805).

Event description:
It was reported the device randomly shuts off after it reaches 75% battery.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) is: confirmed, root cause was identified as a failure on the lithium-ion battery. (Reference: MDR number 3006260740-2019-01805)

Event description:
It was reported the device randomly shuts off after it reaches 75% battery.